Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting high out of range impedance measurements. Technical services (ts) was consulted and recommended lead testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Added initial reporter last name.

Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting high out of range impedance measurements. Technical services (ts) was consulted and recommended lead testing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and a lead safety switch (lss) was triggered due to high out of range impedance measurements. A defibrillation test was performed, and the rv lead was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting high out of range impedance measurements. Technical services (ts) was consulted and recommended lead testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Added initial reporter last name.

Manufacturer narrative:
Added initial reporter last name.

Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting high out of range impedance measurements. Technical services (ts) was consulted and recommended lead testing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and a lead safety switch (lss) was triggered due to high out of range impedance measurements. A defibrillation test was performed, and the rv lead was reprogrammed. No adverse patient effects were reported. Additional information was received mentioning that the rv lead was surgically abandoned with an additional allegation of ventricular tachycardia/ventricular fibrillation non conversion. The ICD was explanted as well due to normal battery depletion. No additional adverse patient effects were reported.